Manufacturer narrative:
Analysis of the returned superion indirect decompression spacer included visual inspection which revealed slight damage to the screw thread. The spacer functioned acceptably during the functional test. The anomaly is believed to have occurred due to an excessive force used during the explant surgery and is not related to a device malfunction or to migration.

Event description:
It was reported that the patient was not receiving relief. X-ray imaging confirmed the implanted spacer migrated and the patient underwent an explant procedure.

Event description:
It was reported that the patient was not receiving relief. X-ray imaging confirmed the implanted spacer migrated and the patient underwent an explant procedure.